Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, the radiolucent drive device was "stripped". The reporter further clarified that the" bit was loose" and the device was "not holding the bit tightly". There was no delay to the surgical procedure as an identical spare device was available for use. It was reported that the ¿bit¿ was loose and the spare device was ¿not holding the bit tightly¿. There was a second spare device available for use. The surgery was completed successfully using a second spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of manufacture was unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device had "worn coupling gear and bush." Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear overtime. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.